Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited loss of bluetooth telemetry. A different programmer was used and bluetooth telemetry was able to be established. There were no patient consequences.